Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No patient information provided to date after calls to customer 05/20/22 and 06/02/22. Legal manufacturer: hcs (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a malfunction resulting in loss of mechanical ventilation during a case. The patient was switched to manual ventilation. There was no patient injury.